Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. Electrical testing found internal shorting due to overtorquing the inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
Related manufacturer reference number: 2017865-2023-15871. It was reported that during implant. Device interrogation revealed failure to capture on the right ventricular (rv) lead and atrial (ra). The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.